Event description:
The physician attempted arteriotomy closure with the closer ii ak device after an interventional procedure. It was reported that "a couple hours post-successful closure, the pt developed ischemic limb symptoms." A doppler exam was performed and revealed "stopped flow at the common femoral artery level." The pt was sent to surgery for exploration of the arterial occlusion. The surgical exam revealed a closed access site. The artery was surgically dissected and revealed the "presence of the femoral artery dissection obturating blood flow." The dissection was surgically repaired. The pt returned to the surveillance unit. The pt was discharged from the hospital 5 days post-operatively. Upon add'l query with the physician, there was no report of further adverse pt sequelae.